Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. It was reported that the transient ldh elevation resolved without a definitive cause and the pump was operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including hemolysis. This document also provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08apr2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the vad coordinator is concerned for an embolic phenomenon. The patient has had transient elevations in ldh for a couple of days. Upon review of the log files by technical services there were no unusual events in the log.